Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of less than 20 ohms. It was previously reported that the patient's right ventricular (rv) lead was dislodged due to the patient twiddling the lead. The out of range impedance measurements were reported due to the lead dislodgement, and the patient's lead was replaced at that time. This device subsequently recorded a code 1007. A request was made to have data from this device analyzed. Data analysis showed the device was damaged from the shorted lead event. A surgical revision was performed and the device was explanted and replaced. The patient's current rv defibrillation lead was tested and was noted to be performing appropriately. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead code was recorded on (B)(6) 2017. Subsequently, the device battery status moved to elective replacement indicator (eri) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the device declared eri because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Analysis confirmed this device was damaged when it attempted to deliver therapy via a shorted defibrillation lead condition.